Manufacturer narrative:
Investigation results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for embedded foreign matter with the incident lot was observed. Bd pas acknowledges that the customer has had an issue with the incident lot. Based on the severity and occurrence of the reported condition there will be no further actions. This complaint meets the criteria for a previously investigated complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd pas business team regularly reviews the collected date for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® urine analysis preservative tube showed black spots embedded in the cap. No reports of injury, exposure or medical intervention.